Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (adjust/check belt messages) has been confirmed. Upon eval, wires were damaged at the trunk cable connector. The damaged wires caused an intermittent signal. The cause for the adjust/check belt messages was a result of damaged wires in the trunk cable connector. The root cause for the damaged wires cannot be positively identified. No adverse event resulted from the broken connector. The pt received a replacement electrode belt.

Event description:
The nurse of a (B)(6) old female pt contacted zoll customer support to report that the pt's device continues to alarm to check/adjust belt. The pt was issued a replacement electrode belt.